Event description:
Additional information was received from the patient. They reported that they had contacted their hcp about the issue. When asked to clarify suddenly started running to the bathroom more and having a little more incontinence the patient clarified this was a return of symptoms. The cause of the por (power on reset) was not determined but likely battery reaching end of service. The cause of the sudden symptoms and poor communication was not determined. Patient clarified issue was with their right ins. The steps taken was an appointment made to have both ins¿s surgically replaced. ***mdrdecision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient suddenly started running to the bathroom more and having a little incontinence. They checked the ins on the left side and it was fine, but when they checked the ins on the right side, they saw a power on reset (por) message. During the call, they were getting poor communication. The patient was redirected to their healthcare provider to further address the issue.